Event description:
Pt had surgery in 2006, when 3 stents were implanted in her coronary artery (taxus express2 otw made by boston scientific corp). The night following surgery she felt very ill with pain throughout her body. She also had 2 large bowel movements. The following morning the surgeon released her, and she was told to visit him in his office in 3 weeks. During the 3 weeks she continued to have bowel problems and was weak with aches and pains. At her 3 week check up, she was told the symptom would pass.